Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation below limit set alarm. It was reviewed briefly how the augmentation alarm works and how to set the low limit. The customer was not in the room with the patient during the call and stated they would call back once they were. One hour later, the customer stated that everything was fine and they no longer needed assistance. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).